Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that opacification of the iol has developed post-operatively. The healthcare facility performed a yag capsulotomy; however, this is reported to have been unsuccessful in resolving opacification. No further information is available to rayner at this time. Rayner is liasing with its distributor in (B)(6) to obtain additional information to facilitate further investigation of the event.

Event description:
On (B)(6) 2020, rayner intraocular lenses limited received notification from its (B)(6)distributor of an event that occurred following implantation of a rayner iol (no product information available). The event description provided states that opacification of the iol has been observed.